Manufacturer narrative:
It was reported that when the yankauer is attached, pressure is lost. It was reported that "when the aspirator failed then they had to take him to the hospital, according to the mother statement". No additional information was provided.it has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Pressure lost.